Event description:
It was reported that the device had a power on reset. The patient had recently received a CT scan, an ultrasound, and an echo while in the hospital. The patient will be brought into the clinic to reset the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.